Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The ccc found the customer's quality control (qc) was out of range. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse reviewed the probe counts. The cse replaced the reagent probe 2 and transducer. The cse inspected the source lamp, resulting within range and specifications. The cse replaced the sampler, photometer cable and source lamp. The customer performed a precision run, resulting within range. The cse recalibration the assay and performed qc, resulting within range. No further issues were found. The cause of the discordant, falsely depressed hemoglobin a1c results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed hemoglobin a1c (hba1c) results were obtained on two patient samples on a dimension exl 200 instrument. The initial results were released to the physician(s), which were questioned. The customer sent the samples out to another lab for repeat testing, resulting higher. A corrected report was not issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed hemoglobin a1c results.